Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high, out of range high voltage lead impedance was observed. The measurements of the shock vectors were good. The patient was in good condition and will continue to be monitored.